Manufacturer narrative:
Results & conclusion summation: product performance engineering reviewed the incident. Dissection is a known possible outcome of coronary stenting procedures, and is listed in the product IFU as a potential adverse event. The IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." After treating the dissection with another stent, no further pt effects were noted. Though a cause for the dissection cannot be determined, there ware no indications of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that predilatation was performed prior to stenting. A lesion in mid lad was stented with a 3.5 x 23 mm xience v. A dissection happened at the distal end of the lesion which was further covered by a 3.5 x 8 mm xience v. No additional event or pt info is available.